Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was reported as "over 500 mg/dl" due to antibiotics. Customer administered a correction bolus via the pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.